Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint not a reportable event. Upon further eval of all facts and circumstances surrounding the event, steris has determined that the event is reportable. In february 1999, the facility reported an incident of pt cross contamination involving an olympus p30 bronchoscope that had been processed in system 1. Steris's investigation revealed that system 1 was functioning properly, but users were improperly connecting the scope to system 1, and may have been utilizing expired steris 20 sterilant concentrate. Appropriate in-service retraining was provided, and the facility has reported no further instances of contamination.